Manufacturer narrative:
As reported, during a procedure, two fasteners of the capsure device came out simultaneously during dry firing. The subject device is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a tapp procedure, two fasteners of the capsure device came out simultaneously during dry firing. Another similar device was used to complete the procedure. There was no patient harm or injury.

Event description:
As reported, during a tapp procedure, two fasteners of the capsure device came out simultaneously during dry firing. Another similar device was used to complete the procedure. There was no patient harm or injury.

Manufacturer narrative:
As reported, during a procedure, two fasteners of the capsure device came out simultaneously during dry firing. The subject device is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Addendum: this is an addendum to the initial MDR submitted to document the sample evaluation results. A functional evaluation of the returned sample could not be performed as the sample was returned being depleted of all fifteen fasteners. The inner components were all found to be present and in good condition. Based on the condition of the returned sample, a definitive conclusion as to why the device deployed two fasteners at once could not be made. No manufacturing anomalies were found. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.